Event description:
It was reported that an unspecified alarm occurred during use on the homechoice (hc). The home patient (hp) stated they had checked all the lines and did not find any issues. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction and additional information: the patient stated that after removing the cassette and installing a new one, there were no further issues. As the cassette was discarded by the customer and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.